Manufacturer narrative:
The company became aware of the suspected perforation during the aveta system post market surveillance survey. No product malfunction associated to this event was reported. No product or further information available for investigation.

Event description:
During post market survey conducted by meditrina, meditrina became aware of an uterine perforation/ uterine wall tissue damage that occured between (B)(6) 2025. No further information is available.